Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified superficial femoral artery. The sterling monorail balloon catheter ruptured on the first inflation at 12 atms. The device was replaced and the procedure was completed with another sterling monorail balloon catheter. No pt complications or injuries were reported. The pt's status is listed as 'good.'

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).